Manufacturer narrative:
(B)(4). D10.unknown inlay item# unknown lot# unknown. Unknown shell item# unknown lot# unknown. Unknown stem item# unknown lot# unknown. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure on unknown date. Subsequently, underwent a revision surgery. The patient misstepped on a staircase and noticed pain in his left hip. An x-ray diagnosis revealed a fracture of the ceramic head. During revision surgery, the inlay was replaced and a merete adapter with a ceramic plug-in head was implanted. The patient was discharged with a prosthesis that was not suitable for his condition. Due diligence is in process and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. Medical records were provided and reviewed. The review identified, patient reports he misstepped and felt a pain in the hip, x-ray showed fracture of the ceramic head with a clear decentration of the neck of the prosthesis shaft in the socket, fractured head identified, fragments removed. The cone of the prosthetic stem shows no visible defect except for a scratched surface due to the permanent contact between the cone and broken prosthetic head parts. Shell and stem stable and left intact. A definitive root cause could not be determined. However, the patient mis-stepping may have been a contributing factor. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, b4, b5, b7, d1, d4, d6a, d10, g3, g6, h2, h4, h6, h11. D10. Durasul liner item# 0100013412 lot# 3199707. Allofit cup 58mm item# 4248 lot# 3208915. Avenir stem 7 item# 0106010007 lot# 3180191.

Event description:
It was reported from legal that a patient had an initial left total hip arthroplasty performed. Nearly a year later, the patient was taking a step up and felt a sudden pain in the hip limiting his ability to walk. X-ray confirmed fracture of the femoral head. Subsequently, the patient underwent a head and liner revision with evacuation of a posttraumatic hematoma. All fragments were removed, and competitor components were implanted on the well-fixed shell and stem. Diligence is completed and no further information on the reported event has been provided.